Event description:
Customer reports her fingers turning black due to use of the soft touch lancet device. Customer received a prescribed cream for the condition. Requested return of suspect device and replacement was sent.